Event description:
Primary surgery performed on the (B)(6) 2020. Implantation of gmk-sphere components without patella resurfacing. First revision surgery performed on the (B)(6) 2020 due to anterior pain described by the patient and laxity of the knee. Implantation of a resurfacing patella size 2.the 12mmliner was revised witha 14mm liner. Second revision surgery performed on the (B)(6) 2026.loosening of the femoral and tibial components. No infection.explantation of the femoral and tibial components with liner. Reimplantation of gmk-revision implants with extension stems, offsets and wedges. Event also related to (B)(4).

Manufacturer narrative:
Batch review performed on 25 feb 2026. Gmk-sphere 02.12.t3i4l gmk-sphere tibial component cemented t3i4l (k121416) lot 1904612: (B)(4) items manufactured and released on 18/sept/2019. Expiration date: 07/sept/2024. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Gmk-sphere 02.12.0004l gmk-sphere femoral component cemented - 4l (k121416) lot 1904574: (B)(4) items manufactured and released on 27/08/2019. Expiration date: 27/07/2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by clinical affairs departement a revision surgery was performed approximately six years after implantation of a total knee arthroplasty (tka). According to the report, the indication for revision was loosening of the femoral and tibial components. The available radiographic images are of suboptimal quality, which makes the assessment of potential radiolucent lines or other signs of loosening difficult. A possible radiolucent line may be present along the lateral aspect of the tibial component. Aseptic loosening is a known complication described in the literature following primary tka, often with multifactorial or unclear etiology. Based on the information currently available, the precise cause of this failure cannot be determined. At present, there is no evidence to suggest a malfunction or manufacturing defect of the prosthetic implant. Root cause:aseptic loosening is a possible literature-described adverse event after primary joint arthroplasties and causes are often unknown. There is no indication that any potential issue with the device may have caused or contributed to the event. No previous case has been addressed to a device design or manufacturing related root cause.